Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the cartridge with 120 units of insulin, pump required customer to redo the fill tubing step. Tandem technical support assisted customer and a minimum fill notification was received. Customer loaded another cartridge successfully and insulin delivery was resumed. Customer's blood glucose was 175 mg/dl.